Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had alarmed for a loose drive support cap. The blood glucose reading was not known at the time but customer stated that it was 65 mg/dl the day before. Customer was unable to rewind the insulin pump. She stated that the insulin pump had not been dropped or bumped but that the drive support cap was sticking out. Customer planned on treating with manual injection. Nothing further was reported.